Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) year old female patient had a rash on her back where the skin was breaking down. The patient reportedly used medicated cornstarch powder to treat the irritation and removed the lifevest at times to allow her skin to heal. It was later reported that the patient's condition was getting better. It is not clear if the patient sought medical attention for the irritation. Further follow-up attempts by the distributor to reach the patient were unsuccessful.

Manufacturer narrative:
Evaluation method: (other): biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device, including the blue(tm) defibrillator gel.